Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the drive batteries lost voltage fast. It was stated the motion battery needed to be replaced. The system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the batteries lost voltage fast. It was further noted that the motion battery needed to be replaced. No patient was present at the time of the event.